Manufacturer narrative:
The lot was manufactured between april 12, 2019 - april 13, 2019. The actual devices were discarded; however, a video of one (1) sample was provided for evaluation. A visual inspection of the video observed a leak between the spike port tubing and spike port connector. Due to the nature of the sample, no functional testing was performed. The reported condition was verified on one (1) sample. The cause of the condition could not be determined. A device analysis could not be completed for the other four (4) devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported five (5) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the top of the spike port. The leaks were discovered during setup and preparation. There was no patient involvement. No additional information is available.